Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following intraocular lens (iol) implantation, patient was dissatisfied. The lens was removed and replaced with a monofocal lens in a secondary procedure. The clinical reason for explant was mechanical complication. Additional information was received. An iol exchange was performed using a non-company lens in the patient's left eye.

Manufacturer narrative:
The lens was returned in a specimen cup with a surgical sponge. Solution was dried on the lens. The lens was cut into multiple pieces, typical of insertion and removal. Power and resolution testing could not be conducted due to the extensive optic damage. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. The file indicated the use of a qualified cartridge with company handpiece and a non-qualified viscoelastic. The product investigation could not identify a root cause for the reported complaint. Power and resolution testing could not be conducted due to the extensive optic damage. The power and resolution of each lens is 100% evaluated during the manufacturing process to determine acceptability per model and diopter. Information was provided that the multifocal 20.5 diopter, add power +2.2 & 3.2 lens model was replaced with a non-company monofocal lens. Due to the exchange of a multifocal lens to a monofocal lens, the replacement lens may have been an improved choice for the patient¿s vision needs. No additional information has been provided at this time. The manufacturer internal reference number is: (B)(4).